Event description:
It was reported that on (B)(6) 2026, a patient presented for a mitraclip procedure. During the preparation, the mitraclip xtw opened during the establish final arm angle (efaa). Clip was replaced and the procedure was completed. All steps were followed as per IFU. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported unintended movement (clip opened while establishing final arm angle) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.